Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they could not replicate the reported issue. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp was loose and could not be tightened. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.